Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department with complaints of continuous beeping from his ICD. The physician was unable to interrogate the device. He performed an invasive procedure and noted that the ICD continued beeping. The ICD was explanted.